Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum mod hd sz 52mm, pn 157452, ln 101240, m2a-magnum 52-60mm tpr insrt-3, pn 139266, ln 068770, taperloc por fmrl 15x150, pn 103208, ln 301550. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00101, 0001825034-2020-00102. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial surgery and began experiencing pain and squeaking of the hip as well as elevated ion levels. Revision of the hip was attempted approximately 8 years after the initial surgery, but the head could not be removed. The surgery was aborted and the implant was retained. Attempts were made to obtain additional information; however, none was available.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this report number. This report should be voided and a corrected report will be filed under report number 0001825034-2020-00107

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this report number. This report should be voided and a corrected report will be filed under report number 0001825034-2020-00107

Event description:
Primary right tha performed. Patient subsequently developed elevated metal ions and noise. Attempted revision procedure occurred 9 years later, and unable to disengage femoral head, surgical procedure was aborted and surgical site was irrigated and closed. Approximately 1 week post aborted procedure, patient developed fever and superficial surgical site infection. I&d of surgical site performed 9 days later, no components removed. Patient received IV antibiotic treatment.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.